Event description:
This system was used by the doctor performing pulmonary vein isolation (ablation). The doctor was attempting to acquire x-ray images. The phillips' digital processing unit failed. The x-ray system no longer displayed images. The site was unable to restart the x-ray. A hard reboot was attempted and the phillips service engineer notified. At the time the equipment failed, a transeptal catheter was across the atrium of the heart. The patient was anti coagulated. The physician was able to isolate the left pulmonary artery. The equipment failed before the right pulmonary was started.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.